Event description:
It was reported that this right ventricular (rv) lead was attempted due to high impedances and potentially the helix being retracted too far by the physician. The lead impedances were high, but within normal range, and when the lead was repositioned, there was a signal but no measurement on the pacing system analyzer (psa). The rep thought the physician potentially retracted the helix too far. Another rv lead was successfully placed. This rv lead has not been received for investigation. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to high impedances and potentially the helix being retracted too far by the physician. The lead impedances were high, but within normal range, and when the lead was repositioned, there was a signal but no measurement on the pacing system analyzer (psa). The rep thought the physician potentially retracted the helix too far. Another rv lead was successfully placed. This rv lead has not been received for investigation. Additional information was received from the field that the cause of the reading was due to the ac adapter of the programmer psa and not due to helix interaction with the patient. When the ac adapter was unplugged the noise markers went away and the psa showed good intrinsic measurements. No adverse patient effects were reported.